Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was not within the allowable operating altitude range at the time of this alarm. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. The customer continued to use the pump for insulin therapy.